Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Imaging studies showed that the thoracic lead migrated out of the epidural space. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.